Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient reported poor communication and stated she thought the device has reached end of service because it's not working. The patient had put new batteries in the programmer. Troubleshooting included both using and not using the antenna but the poor communication was not resolved. The patient was advised to contact their hpc to have the device checked. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient could not figure out how to get their ins turned on to the right channel again after a different surgery. The patient thought that they may have pushed the wrong button or something, but indicated that the ins has not worked since the surgery. The caller confirmed that the patient had the ins turned off for the surgery and their managing healthcare provider (hcp) for the ins had moved out of state. The patient wanted assistance to "fix it or make it work." The patient was provided with a list of nearby physicians who work with the patient's device. Additional troubleshooting could not be conducted at the time of the call as the patient did not have their patient programmer (pp) with them. Patient status is unknown at the time of this report and no patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An additional phone call with the patient determined that the device had not worked for a couple months because when the patient's pump was implanted the ins had been turned off, but the ins was not functioning after the surgery. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who called back due to a letter they received. When asked what was the cause of the not working issue and inability to connect to the implant, the patient didn't know. They further said the ins only worked for about 3 months or less. They then said they turned it off when they got their pump implant and it stopped working at that time; it never worked after that. Patient said they tried to turn it back on, but does not know if they did it correctly. The patient added that they don't think it would work anyway because it is so old. Device explant/replacement is not scheduled or planned; the patient would like to get it removed. They further said the healthcare provider (hcp) told them a lot of people keep it in because it is a bloody explant surgery. As a result of what was reported, the patient was redirected to their hcp to address the next steps. When asked for an event date, the patient said (B)(6) 2009 (date of pump implant) was when therapy was no longer working; the information about t he not working issue conflicts with what was previously reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said the ins hasn't worked in many years. They further said the device stopped working within three months of implant which conflicts with what was previously reported. The patient also said the ins is causing issues with their pressure sores that are on their "whole back side." They can feel the ridge of the implant and thinks that is the problem. Patient saw a healthcare provider (hcp) on the list that was sent to them; the patient said the hcp wouldn't remove the device and said most people just leave them in. As a result of what was reported, the patient was redirected to their hcp to discuss removing the device. No further patient complications have been reported as a result of this event.